Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is unk and therefore, a review of the device history record cannot be performed. If any additional info becomes available or the actual complaint sample is returned, a follow-up medwatch will be submitted. At this time, this report is considered to be the initial and follow-up medwatch being submitted. Device discarded- not returned for evaluation.

Event description:
It has been reported to us that the distal tip guide wire became lodged inside the stent and required a surgical procedure. The physician was performing a renal angiography procedure. The physician inserted a guide catheter and the guide wire into the pt. The physician inserted a pre-dilatation balloon into the pt and performed dilatation on the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the delivery catheter from the pt. The physician pulled back on the guide wire and felt resistance initially. The technician in the case indicated that the wire had curled up and might have been looped before it was pulled back. The physician removed the guide wire from the pt. The physician injected contrast into the vessel and noticed a dissection and the tip of the guide wire inside the stent. The decision was made to send the pt for a surgical procedure for repair of the dissection and removal of the tip of the guide wire. The pt is reported to be fine after the surgical procedure. The actual product used during the case was discarded and will not be returned for evaluation.